Manufacturer narrative:
The endowrist prograsp instrument was returned and evaluated. Engineering found the distal end of the main tube to have various scratch marks. A couple of the scratches have material removed from the main tube. The scratches are not aligned with the tube axis and are likely due to inadvertent contact with other instruments and not a defective cannula. No other damage found. The endowrist instruments instructions for use (IFU) specifically states; general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
An isi representative visiting the site discovered multiple da vinci s 8mm instruments with scratches on the main tube and advised that the account return them to isi for evaluation.